Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that post op day 1 patient was 20/25 with minimal interface inflammation nasal. Post op week 1 visual acuity uncorrected (vasc) 20/50 in both eyes with diffuse interface haze. Patient reported that her vision had worsened 4 to 5 days prior, but did not call office. Patient was treated with prednisone every hour with minimal improvement then switched to durezol 6 times a day and started on medrol dose pack. Vasc improved to 20/40, 20/25, visual acuity (va) pinhole 20/20 in both eyes. But interface haze/debris was still present centrally and visual acuity improvement had stopped. Discussed options with patient and patient opted for flap lift. Bilateral flap lift and irrigation performed on (B)(6). Post op flap lift day 1 20/40, 20/25 but patient reported va improved. Interface clear.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.